Event description:
Patient reported the infusion device completed the self-test and turned off without providing an alert or error message after the battery was changed. Patient changed the battery and the battery cover again, and the same thing occurred. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.